Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified a hole in the rv setscrew seal plug. The defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was implanted due to a therapy upgrade. Once all the leads were connected to this crt-d and the pocket was flushed, there was noise that was oversensed on the right ventricular (rv) lead. Pacing inhibition was also observed, but there was not asystole greater than 2 seconds. The noise was non-physiologic and could be reproduced with pocket manipulation. Further troubleshooting was performed with the header to ensure the leads were inserted correctly; however, the issue persisted. This crt-d was removed and replaced. The observations then resolved. No adverse patient effects were reported.